Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 35-year-old male patient, the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient, and the device failed to discharge via internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. When the device was charged at 20j, the device alerted the user that the device did not recognize the patient's impedance. This is typically caused by a poor connection between the patient and they the internal paddles. Without receipt of the device, accessories, or internal paddles, further investigation could not be performed. Analysis of reports of this type has not identified an increase in trend.